Manufacturer narrative:
Component code = (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam console pump cartridge latch broke off, rendering the console inoperable. As a result of this event, the aquablation procedure was aborted and converted to an unspecified surgical procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation. The log file review could not confirm the reported event. Functional testing confirmed the reported event. The console shell was opened and the remnants of the helical gear were observed. It is likely that the user positioned the pump cartridge in a suboptimal position while attempting to lock it in place, the force applied caused the helical gear to shatter into pieces, however, this cannot be confirmed. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 21c01154 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified two (2) other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 4 aquabeam robotic system status indications confirm cartridge is fully seated into pump head and close latch (note: latch provides a tactile click upon closure). Without knowing the exact details of when, how, and who performed the setup prior to the procedure, the root cause remains undeterminable at this time. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.